Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report report from FDA, which states ¿patient's chemotherapy bag had issues with tubing ballooning out. Infusion stopped and held overnight."

Event description:
Although the customer answered no to adverse event of the sus report form, other serious important medical event was selected. No further details regarding this were provided.